Manufacturer narrative:
(B)(4).

Event description:
It was reported per field service report: symptom - screen turned white while on patient. Pump was switched out quickly and therapy continued without a problem. No patient complications. Hospital biomed confirmed that the umbilical cable was the problem. Findings / action taken: umbilical cable sent to and replaced by hospital biomed. (B)(4).

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the display head cable was returned for evaluation. Visual inspection of display head cable was performed and found the strain relief on both side of the cable were broken. The continuity test of the display head cable was performed using a digital multimeter. The display head cable passed the continuity test. The display head cable was installed into a known good autocat2w. The display head cable made a secure connection at both ends and the pump was rebooted successfully; however, the pump displayed white screen when cable was flexed at the time meter plate. Further evaluation of the display head cable was performed by opening up the connector shell and found the p1 connector was pulled out (detached between the back and front on p1 connector). A device history record review was conducted for the iabp serial/ lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "screen turns white while in use" is confirmed. The reported problem was replicated at (B)(4) during the functional test. The pump displayed white screen when cable was flexed at the time meter plate. The cause of the separation on p1 of the display head cable is undetermined.

Event description:
It was reported per field service report: symptom - screen turned white while on patient. Pump was switched out quickly and therapy continued without a problem. No patient complications. Hospital biomed confirmed that the umbilical cable was the problem. Findings / action taken: umbilical cable sent to and replaced by hospital biomed. Software level: 2.24.